Event description:
It was reported that the patient presented for routine device change out procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. Additionally, it was noted that the rv lead exhibited inadequate capture. On (B)(6) 2024, the lead was capped and replaced. Patient was in stable condition.